Manufacturer narrative:
Evaluation codes results:other- based on information received, root cause is undetermined none -no device received for evaluation results available since no evaluation performed- device not provided for review evaluation codes conclusion: other- based on information received, root cause is undetermined -unable to confirm complaint - device not provided for review. (B)(4).

Manufacturer narrative:
Evaluation results: component/subassembly failure - balloon folding issue. Deformation problem - balloon folding issue. Evaluation conclusion: device failure directly contributed to event - balloon folding issue.

Event description:
Evaluation summary: visual inspection identified no damage along the shaft or at the catheter tip. The balloon appeared not folded. Approximately 5cm from the tip a wrap of the balloon could be detected. A 0.018'' guidewire was loaded with no friction. The balloon with no constraint was inflated with saline and radiopaque solution (50:50) using a manometric syringe at 2 atm with no issues and clear signs of hourglass shape were identified. At nominal pressure the hourglass shape disappeared leaving only signs of corrugation. The balloon was finally inflated to rbp and then deflated. Inflation and deflation were repeated three times and total deflation time measured was in specification. Cine image review: one still procedural image was received which shows the presence of a balloon neck in vivo.

Event description:
The physician was attempting to use a pacific xtreme pta balloon catheter to treat a lesion. It was report that the patient was unstable during the procedure and urgency was required. The pacific xtreme device was inspected and prepped prior to use with no issues noted. No resistance encountered advancing the device to the lesion and no excessive force used. The balloon would not fully inflate at approximately 10 bar due to the candy effect. Device would not deflate at the lesion site. It was very difficult to deflate after 10 minutes. Another non medtronic device and stent were used to complete the procedure. The flow was "ok and enough at the end". Approximately 36 hours after the procedure the patient expired due to multiple organ failure. The physician stated the patient death was not due to the pta procedure.